Event description:
During preparation for a coronary artery bypass graft surgery, the first heartstring seal cracked while loading the seal into the delivery tube. The surgeon reported that the tether on the second seal was cutting into the aorta causing the anastomotic site to be bloody. A side biter clamp was used to complete the procedure. Two stiches were required to repair the torn aorta. No add'l pt complications were reported.